Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report. (B)(4).

Event description:
It was reported, "on (B)(6) 2010, the primary plif surgery (fixation from l2 to l4) was performed lot l3 compression fracture. The implants used were the synthes' pangea and the cage that was going to be used was vboss (stryker product). The bone cement used was simplex p (stryker product). After implanting the pangea system to l2 - l4, the l3 vertebra was removed. (Simplex p bone cement was used when placing cement into l4 pedicle.). Then the surgeon was putting the bone graft into the vboss, the pt died before placing the vboss to the pt. The surgeon had performed some surgery in the similar way in the past. The surgeon did not know that the use of simplex p for spine is out of indication."